Event description:
A caller reported experiencing a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from the technical support and planned to reset the pump when ready, with follow-up steps in case the issue persisted.